Event description:
It was reported that the epicardial right ventricular (rv) leads had high thresholds. The leads had been adapted at implant, with acceptable bipolar thresholds at implant and at the post operative check the following day; however, the thresholds subsequently rose. The physician attempted to revise the leads with the adapter, but both leads continued to experience high thresholds. It was further reported that the patient experienced temporary loss pacing and required a temporary wire. Both epicardial rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2014. (B)(4).